Manufacturer narrative:
All information provided by manufacturer and maude report (B)(4).

Event description:
It was reported that during routine ICD replacement, fluoroscopy showed multiple breaks in the outer insulation. Lead was explanted. Upon explant, breaks were seen under the suture sleeve, at the yoke, and just distal to the yoke.